Event description:
Both implants were found to be ruptured at time of removal. Implants have been sent for examination by specialist. Rptr is having severe health problems: arthritis, bone pain, joint pain, mental clouding and fogginess, skin thickening, weakness, cerebral aneurysm and infarct-like areas in brain, severe fatigue, enlarged nodes over skull, and swollen hands and feet. Rptr's life has become a steady stream of drs who have no answers for her problems. She is on mind altering pain medication daily and has mamy more problems that are too numerous to mention.